Manufacturer narrative:
This report was initially submitted on 01/13/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported we had a needle stick to one of our anesthesiologists during a procedure when they had difficulty getting the safety mechanism to engage.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. Due to unavailability of batch number, the investigation couldn't be able to conclude. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. This supplemental MDR is being submitted to correct the adverse event and device manufacture date provided in the initial MDR [3014312726-2025-00002]. The previously reported ''report type'' adverse event, product problem and incorrect. The correct report type is product problem only.